Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4). Has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Monitor - (B)(4) - 10/16/2012. Belt - (B)(4) - 02/14/2017.

Event description:
A us distributor contact zoll to report that a patient passed away on (B)(6) 2019. Review of the patient's download data revealed that the patient experienced a treatment event on the day of their passing consisting of five appropriate shocks and one additional shock. At 6:42:45 am on (B)(6) 2019, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was svt at 170 bpm transitioning to vt at 210 bpm with motion artifact. Gel was released at 6:43:10 am. At 6:43:23 am, the lifevest declared a non-treatable rhythm. Motion artifact prevented the lifevest from delivering a treatment. At 6:43:45 am, the lifevest properly detected vt at 210 bpm with motion artifact. At 6:44:15 am, the patient received the first treatment. The patient's rhythm at the time of the treatment delivery was vt at 210 bpm with motion artifact. The patient's post-shock rhythm was sinus beat that degraded to vt. At 6:44:42 am, the patient received the second treatment. The patient's rhythm at the time of the treatment delivery was vt. The patient's post-shock rhythm was sinus beat that degraded to vt with motion artifact. At 6:45:10 am, the patient received the third treatment. The patient's rhythm at the time of the treatment delivery was vt at 210 bpm. The patient's post-shock rhythm was vt at 210 bpm. At 6:45:45 am, the patient received the fourth treatment. The patient's rhythm at the time of the treatment delivery was vt at 210 bpm with motion artifact. The patient's post-shock rhythm was CPR/motion artifact that transitioned to nsvt. At 6:46:16 am, the patient received the fifth treatment. The patient's rhythm at the time of the treatment delivery was vt at 250 bpm that transitioned to svt at 180 bpm. The patient's post-shock rhythm was severe sinus bradycardia at 5 bpm with cardiac activity. Svt contributed to the false detection. At 6:51:53 am, the lifevest declared a non-treatable rhythm. At 6:53:13 am, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was svt at 150 bpm. Svt contributed to the false detection. At 6:54:16 am, the lifevest declared a non-treatable rhythm. At 6:55:01 am, the lifevest properly detected vt at 200 bpm with CPR/motion artifact. At 6:55:35 am, the patient received the sixth treatment. The patient's rhythm at the time of the treatment delivery was vf with CPR/motion artifact. The patient's post-shock rhythm was sinus beat with a sinus pause of approximately 25.26 seconds, that transitioned to sinus bradycardia at 15 bpm with pvcs. At 6:56:49 am, the lifevest declared a non-treatable rhythm. At 7:11:04 am, the lifevest properly detected asystole. The patient was in asystole at the time of the device shutdown at 7:11:26 am on (B)(6) 2019. It was reported that the patient passed away at 7:30 am. Resuscitation efforts were attempted; the patient's wife reportedly did CPR. The response buttons were not pressed during the events. There is no indication that a device malfunction caused or contributed to the patient's passing.